Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 19 mg/dl. The customer stated that he was found in a pond and taken by the ambulance to the hosp. The customer believes that his low glucose was due to being working outside all day. The customer stated that the insulin pump is lost. The customer stated that he is on his way to the hosp for a week stay. Troubleshooting could not be performed. No further info was provided.